Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. The tether valve, guidewires & pump tubing were not returned. There were traces of blood on the exterior surfaces of the iab. The teflon sheath was on the catheter approximately 4 cm from the proximal end of the bladder. The slide connector & cal key were attached to the fiberoptix sensor (fos) cable. The fos was light level tested & passed. A different guidewire was fed thru the central lumen with no resistance. The iab was submerged & pressurized in water. Bubbles exited the fos/bifurcation junction. No other leaks were detected in the iab or bladder. A device history record (DHR) review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR the reported complaint. The root cause of the reported complaint was due to the leak at the fos/bifurcation junction. It cannot be determined with certainty how or when the junction was compromised.

Event description:
The report was sent via call report. It was reported the nurse phoned hot line to evaluate a problem with on-going gas loss alarms. Nurse stated the first thing they did was to changed out pump; alarms continued. Nurse stated alarms started when patient (pt.) Sat up in bed. Two alarm strips were faxed to clinician void of notations, nothing was impressive. Clinician suggested volume be taken out of intra-aortic balloon (iab). Nurse had already tried 28 & 25ccs (this was a 30cc iab) & she continued to receive alarms. She phoned md & he received orders to take volume to 20cc; md would be in later to evaluate pt. & iab. Alarms continued. Clinician asked the nurse to fax last alarm with notations & strip with ECG. Strip was with 20cc in iab & other than augmentation nothing had changed. ECG was acceptable. The clinician compared the deflation artifact on both volumes & 20cc strip was ~.04ms faster, which accounts for lesser volume. Baseline of the balloon pressure waveform was not falling below baseline. Clinician phoned tech back & asked how things were going. He was still getting the alarms. It was suggested that there was a high likelihood there was perforation in iab. Due to alarms starting after pt. Sat up, no widening of deflation artifact & the alarm continued with only 20cc's in iab. Another iab was not inserted because the iab therapy was discontinued. There were no reported patient complications.